Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needle 4mm (5/32¿) 32g has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported that needle clogged during injection, bruising at injection site, and elevated glucose level after injection. Verbatim: consumer reported needle clog during injection, bruising at the injection site and high glucose level after injection. Problem occurred about two months ago, date unknown. Consumer does not re-use, samples will be submitted for evaluation. Lot #: 9099930, product #: 320122, exp date: 04-30-2024, incident date: unknown. Occurrence: unknown.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needle 4mm (5/32¿) 32g has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported that needle clogged during injection, bruising at injection site, and elevated glucose level after injection. Verbatim: consumer reported needle clog during injection, bruising at the injection site and high glucose level after injection. Problem occurred about two months ago, date unknown. Consumer does not re-use, samples will be submitted for evaluation. Lot # 9099930. Product # 320122. Exp date 04-30-2024. Incident date unknown. Occurrence unknown.

Manufacturer narrative:
H.6. Investigation summary customer returned four (4) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during injection, bruising at the injection site and high glucose level after injection. All four returned pen needles were examined, and it was observed that all four had bent non-patient end (npe) cannulas, and two had hooked patient end (pe) cannula points. The two pen needles with good pe cannula points were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe) outer diameter (in) lube sample 1, good , 0.0092 , good, sample 2, good , 0.0092 , good, no evidence of manufacturing defect was observed on the two tested pen needles. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all four pen needles were returned after use, the probable cause of the bent npe cannulas and hooked pe cannula points is user error when using the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, hooked pe cannula point). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for these issues (hooked pe cannula point, bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the two samples with hooked pe cannula points had been returned after use, the probable cause of this issue is user error while using the pen needles. If the user removes the cannula shield obliquely they may cause the cannula to hook during the shield removal process. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.